Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The caller reported that the insulin pump alarmed button error after receiving a low battery alarm and switching the battery. The customer was told to go through a full body scanner. Customer's blood glucose level was 217 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. No unexpected off no power or low battery alarm noted after battery change. The insulin pump was unable to check for operating currents due to unresponsive keypad/button. The insulin pump had broken off end cap and missing end cap, cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion and no delivery tests due to unresponsive keypad/button. The motor passed motor test.